Manufacturer narrative:
Investigation still ongoing.

Event description:
It was reported that approximately 1 years and 2 months post implantation of a 29mm sapien 3 valve in the aortic position, the device was explanted and replaced with a surgical valve. The reason for the valve explant is unknown at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for correction base on the review of the medical records. The following sections of this report have been updated: additional information b.7 other relevant history, b.3 date of event. Corrected h.6 clinical code and investigation findings. It was initially reported that approximately 1 years and 2 months post implantation of a 29mm sapien 3 valve in the aortic position, the device was explanted and replaced with a surgical valve. Per the medical records, the explant was related to endocarditis due to renal injury and splenic infarct and there was no allegation of an edwards device caused or contributed to the endocarditis. Per the instructions for use (IFU), infections such as septicemia and endocarditis are known potential adverse events associated with the thv procedure. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Late prosthetic valve endocarditis is usually caused by an infection that occurs elsewhere in the body and then seeds the valve. The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters. According to the literature review, and as documented in a technical summary written by edwards lifesciences, the major microbial difference between late and early pve is the higher incidence of streptococcal organisms. Late pve resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia. By 60 days, implanted valves will be endothelialized, so that a larger inoculum may be required to cause late compared with early pve. Edwards lifesciences produces and provides sterile tissue bioprosthesis to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards valves as provided to customers. Therefore, the probability of endocarditis related to edwards bioprosthesis is remote. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate renal injury and splenic infarct caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.